Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced extrusion of the implanted device due to skin problems caused by radiotherapy.the device was explanted on (B)(6) 2012. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2013.the manufacturer became aware upon receipt of the explanted device on (B)(6) 2013.